Event description:
I had a right depuy pinnacle hip replacement (B)(6) 2008. In (B)(6) of 2010, I noticed swelling in my right leg. My doctor and I discovered a tennis ball sized tumor at my right psoas muscle and also that I had uterine cancer. I had to put on hold the hip revision surgery. After 2 tests to determine that the tumor was not cancerous I then began chemo and then radiation treatments. I finally received my hip revision surgery (B)(6), 2011. My new surgeon discovered dead tissue, muscle loss and nerve damage to my right knee. I will be out from work 11 weeks by the time I return to work. I still have a lot of physical therapy ahead of work to regain strength in both of my legs. Before my surgery, during the time I was going through the cancer, I experienced a lot of pain in right leg and also my left leg and back. My daily life was very difficult.